Event description:
Additional information was recveied on june 25, 2019: bleedback was observed though the puncture locator. The device was able to be clicked in forward lock properly. No resistance was observed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to update the h3 section and to provide the completed investigation results. One used 8fr angio-seal sts plus was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath in an opened header bag. No other accessory components were returned. Visual inspection revealed that there were several kinks observed on the carrier tube and hemostasis sheath. The carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was in the forward lock position. There was no damage noted to the distal tip of the hemostasis sheath. The suture still intact, connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was present inside the hemostatic valve. No other visual anomalies were noted with the returned device. Fluoroscopic analysis of the device was conducted and the presence of the collagen and anchor was verified in the hemostasis sheath. No opaque obstructions could be seen in the cannula of the hemostasis sheath. No functional testing could possible since the state of the returned device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was manually withdrawled after a non-deployment event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when using the angio-seal device a patient, it would not work properly. The user alleged that the angio-seal was placed according to the IFU. As this was placed, the user did not feel any resistance, the system was completely pulled out of the vessel. Bleeding could be stopped by manual compression. The patient was in stable condition without any further complications.